Event description:
Additional information received from reporter on 07/14/2017 for report #mw5070519. Shortly after her previous report, the reporter was contacted by the MFR. She alleges that they cannot help her. She alleges that they cannot help her without lot number for the device in question. The patient stated that she contacted the hospital and was able to track down more information. She discovered that she was implanted with 3 additional mesh that she was unaware of. The reporter has provided the device information. She also stated that she read in her medical records that "the fistula infection tracked back to the mesh". She will be contacting the MFR with the additional information.

Event description:
Additional info rec'd on 1/29/2019 from reporter for report mw5070519. Reporter states that she filed a report on 6/21/2017 and that her issue has not been resolved. She was informed that her bard perfix mesh has been recalled and now she is seeking legal action and compensation but her lawyer is only taking claims from 2000 and later. Her implant date is (B)(6) 1999 so they will not take hers. She is unsure if the device has been explanted due to her many surgeries. She may call back in the future seeking guidance.

Event description:
Caller was implanted with a hernia mesh in her inguinal in early 2000. The device migrated and caused an infection. Caller received multiple antibiotic treatments and surgical interventions to combat the infection and reinforce the mesh. In total, caller had 7 surgeries. The multiple surgeries caused her to lose significant amounts of abdominal tissue; a separate abdominal mesh was implanted to support her abdomen. Caller is still in pain at all times, suffers from intermittent swelling, and abdominal deformities. She has been put on disability, lost her husband and must depend on her children for help.